Event description:
We have received a product report involving a non (B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported, during procedure, recurring rem (return electrode monitor) alarms happened with a non (B)(6) generator especially during intensive use of electrosurgery. The electrodes were placed perpendicular to the surgical site and all cables have been replaced to rule out potential issues. Other operating rooms using older non (B)(6) generators and valley lab generators do not have this issue. There was a little delay in the surgery. There was no patient harm/injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).